Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that a numbers on the customer's insulin pump were ramping up and she received a button error alarm. The customer was attempting to enter her carbohydrates to program a bolus delivery at the time. Her blood glucose level was 242 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).